Manufacturer narrative:
Product has been received by manufacturer, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: there was a small hole in the connector of the circuit. It was found at the set up. Defect was discovered during inspection/functionality testing prior to use on a patient.